Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and dislodgement, when removing the lead, the helix would not retract and it was difficult to be removed due to resistance noted. Physician attempted to add a lead from an ipsilateral side but the vein was occluded and wire was unable to cross, therefore, the lead was surgically abandoned. After two days later, the ra lead and rest of the system was explanted and replaced with a leadless pacemaker. No additional adverse patient effects were reported. This ra lead was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the helix difficulty as helix mechanism test has failed due to the helix housing being clogged with dried blood/body fluid. Also, the failure to capture was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues and difficult to remove as visual inspection found no evidence to support lead placement difficulty. Furthermore, the dislodgement was also not confirmed but was assigned with known inherent risk.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and dislodgement, when removing the lead, the helix would not retract, and it was difficult to be removed due to resistance noted. Physician attempted to add a lead from an ipsilateral side, but the vein was occluded, and wire was unable to cross, therefore, the lead was surgically abandoned. After two days later, the ra lead and rest of the system was explanted and replaced with a leadless pacemaker. No additional adverse patient effects were reported.